Manufacturer narrative:
Internal file number - (B)(4). The product was not returned. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported crack and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was moderately calcified. When the armada 18 5.0 mm / 80 mm / 150 cm was inserted in the patient, the shaft / y-port connection was cracked and leaked after the initial contrast injection was made. Another balloon was used to successfully complete the procedure. There were no issues noted during preparation prior to use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.